Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared to resolve the issue. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was "high" (specific bg value was unknown). Customer remained active and intended to deliver a bolus to address bg. Reportedly, customer continued to use the pump for insulin therapy.